Manufacturer narrative:
The reported complaint could not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found that the temperature module functioned as intended throughout testing, including cold chamber testing.

Manufacturer narrative:
Per the distributor, the issue was discovered during installation of the temperature module on the heart lung machine (hlm). Evaluation is in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the temperature module would not light up. There was no patient involvement.